Event description:
Customer's family member reported that the patient's freestyle meter is reading high. Yesterday they got reading of 300 and 467 mg/dl. The patient was taken to the emergency room where they took a reading of 180 mg/dl with an unknown meter. It was not captured whether treatment, if any, was given to customer at the hospital.